Event description:
Customer reports to have high blood glucose of 300 mg/dl, which was treated with food and extra insulin. Customer reports that blood glucose continued to rise. Customer reports to have called prior regarding high and low blood glucose and passed out. Emergency medical service were called. Customer also had several alarms. Customer was transferred to helpline due to reporting of adverse event. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.